Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) via a right subclavian approach, the valve was partially deployed and recaptured. It was noted that there was some aortic insufficiency (ai). The valve was partially deployed and recaptured a second time. On the third deployment attempt, the valve was fully deployed. The ai resolved when the valve was fully deployed. The transesophageal echocardiogram (tee) showed that there was an unidentified flap coming from below the valve and into the inflow. The patient remained stable. It was determined that the flap was a torn native leaflet that prolapsed into the ventricle. A second transcatheter bioprosthetic valve was implanted valve-in-valve. The second valve was deployed inside of the first valve using tee guidance to ensure that the flap was trapped between the two transcatheter bioprosthetic valves. The flap was identified as resolved on tee. The resulting hemodynamic results were mild ai, with a mean pressure gradient of 7 millimeters of mercury (mmhg). The blood pressure and heart rate were stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the aortic insufficiency noted during the initial deployment was central regurgitation of the native valve. A post-implant balloon aortic valvuloplasty (bav) was not performed following the implant of the first valve. The mild aortic insufficiency following the implant of the second valve was paravalvular leak (pvl) no adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.